Event description:
It was reported to oec medical systems, inc., that unintended x-rays occurred to oec model 9600 series c-arm. During a procedure the system began emitting unintended x-rays. Hosp staff unplugged the system from the wall outlet, then rebooted the system and finished the procedure without further delays or issues. Oec field service engineer was unable to duplicate reported malfunction, however found that the cord to the x-ray footswitch was wrapped around the footswitch. Fse tested/inspected and found system to operating to current specifications. Hosp reported no adverse event, death, or serious injury.